Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced low blood glucose. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 91 mg/dl at the time of call. The customer's daughter stated that they treated the low blood glucose with food. The customer's daughter stated that the insulin pump was exposed to MRI. The customer's daughter stated that they might accidentally program incorrect insulin units which caused the low blood glucose. The insulin pump will not be returned for analysis.